Event description:
Revision due to poly wear and osteolysis. (Left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Revision due to poly wear and osteolysis. Doi (B)(6) 1999 - dor (B)(6) 2012 (left hip). The device associated with this report was not returned. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.